Manufacturer narrative:
Medical product: item #: 01.06010.002, lot #: 4019037, name: avenir mueller, stem, standard, uncemented, ha, 2, taper 12/14; item #: 00-8775-032-01, lot #: 2560252, name: biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14; item #: 00-9000-002-92, lot #: 61446394, name: liner insertion suction cup. Therapy date: date of explantation (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00042 (item #: 00-8775-008-32, lot #: 2965775, name: biolox delta ceramic taper liner). 0009613350-2022-00043 (item #: 00-8755-048-00, lot #: 2628464, name: allofit it alloclassic, shell for acetabulum, uncemented, 48/gg).

Event description:
Device (biolox delta ceramic taper liner) fractured during implantation which required a revision surgery two days later.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Zimmer biomet¿s reference number of this file is (B)(4). The device will not be returned for analysis. Event happened in france. Investigation has been completed. Investigation and conclusion: 1. Event description: based on the received product experience report, the patient underwent a total hip arthroplasty procedure on (B)(6) 2012. After approx. 9 years in vivo the ceramic taper liner was replaced due to unknown reasons on (B)(6) 2021. During the surgical procedure, the new insert broke during impaction. Due to pain and the surgeon's opinion that the cup was deformed, another revision surgery was performed on (B)(6) 2021. Harm: s3 - pain or ache, moderate hazardous situation: damaged implant is used for implantation and not corrected before completing implantation. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Implantation report from on (B)(6) 2012 for left htep was reviewed without any anomalies noted. Patient data: 168 cm, 70 kg, low activity level. 3. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Complaint history: no additional complaints were identified for the same ref/lot combination. 5. Conclusion: based on the received product experience report, the patient underwent a total hip arthroplasty procedure on (B)(6) 2012. After approx. 9 years in vivo the ceramic taper liner was replaced due to unknown reasons on (B)(6) 2021. During the surgical procedure, the new insert broke during impaction. Due to pain and the surgeon's opinion that the cup was deformed, another revision surgery was performed on (B)(6) 2021. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither the products nor pictures that show the products have been received. In addition, the revision report was not provided. Therefore, based on the available information, the exact course of events during the revision surgery and the subsequent procedure on (B)(6) 2021 is not known. Therefore, the complaint cannot be confirmed. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00042-1, 0009613350-2022-00043-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.